Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017. The customer reported having been off the insulin pump due to the no delivery alarm. The blood glucose value at the time of admission over 600 mg/dl. The customer had symptoms of diabetic ketoacidosis. The customer was treated for the high blood glucose level with intravenous insulin. The customer was wearing the pump at the time of the hospitalization. The customer did troubleshoot the issue. The customers current blood glucose level was unknown. The customer did troubleshoot and found reoccurring alarms of external ram crc error, unexpected restart, displayable history crc and a loose motor support disk. The insulin pump will be returned for analysis.